Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit or failed battery test alarms occurred during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading was 129 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.